Event description:
On (B)(6) 2010, the pt reported experiencing ongoing issues with air bubbles in the insulin cartridge near the infusion set luer connection. He stated, the issue is not lot specific and he has tried different infusion sets and insulin cartridges and he has changed the adapter. He stated, he changes the insulin cartridge and primes the air out and 3-4 hours later there are air bubbles. He again primes and a few hours later more air bubbles form. He was advised to switch to his backup infusion device to see if the issue persists. Upon follow up on (B)(6) 2010, the pt reported that since switching to the backup infusion device he has had no more issues with air bubbles. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.